Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 20-may-2022. H.2 device return to manuf .?: no. H.2 device eval by manufacturer?: yes. Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6) problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. Complaint trend: there are 16 complaints related to this issue of the instrument producing erroneous results. These complaints can be found in the attached complaint trend file. Date range from (B)(6) 2021 to date (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # 338962-338962-v33896201758-100046221-12, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be determined. The customer had initially reported that they were observing erroneous results and the cs&t tests that were run on the instrument would sporadically fail. The tsr (technical service representative) suggested that the customer perform a long clean and further cleaning before repeated cs&t tests. Fses (field service engineers) were sent onsite several times to observe the erroneous results, but they were unable to reproduce the error. During the first visit, the fse cleaned the flowcell and optics, checked the laser alignment, and checked the fiber profile. During the second visit, cab beads were run on the instrument for an extended period without being able to reproduce the issue. In the final visit, the fse made minor adjustments to the optical path but was unable to reproduce the error. No parts were requested for evaluation as there were no parts replaced. The instrument was confirmed to be functioning within specifications. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Additionally, there was no delay in treatment due to this event. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #:(B)(4). , case #(B)(4). Install date: 19dec2012. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - cst fail. O problem description: customer has noticed that the events were suddenly sashed on the axes. They then ran a cst that failed. O work performed: gleb 26.04.2022. Cleaned flow cell, checked laser alignment, checked fiber profile, cleaned optics. Ran cs&t - passed without any problems. Cab beats and rainbow looks perfect. Jesper 03.05.22. System troubleshooting. I have been running cab beads for more than 6 hours, without being able to recover errors. Jesper 04.05.22. Minor adjustments to the optic. The error cannot be reproduced. I guess the problem has been due to dirt in the flowcell. New baseline and performance check. All within bd spec. O cause: the error cannot be reproduced. I guess the problem has been due to dirt in the flowcell. O solution: system is ready for use. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-03ra, rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. O item: 6. Fsc detector. O function: 6.1 detect forward scatter - future apps. O potential failure mode: 6.1.1 excess noise. O potential effects of failure: 6.1.1.1 cells not identified. O potential causes/mechanisms of failure: 6.1.1.1.1 dirty flow cell. O current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. O recommended actions: none. Current clinical applications do not use fsc o responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 8. O occ: 3. O det: 3. O rpn: 72. Mitigation(s) sufficient ¿yes. ¿no. Root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. Throughout the several service visits, the fse attempted to confirm the issue but was unable to reproduce the issue. The fse performed an optical alignment, cleaned the flowcell and optics, and tested the instrument. The instrument appeared to be functioning as expected and passed cs&t tests with no issues. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a .

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "reference from entry description stated :'there is quite a difference between the results in the morning and the ones in the afternoon"- so to determine the reportability of the incident, kindly answer below checklist: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes, the initial analysis was erroneous, however our procedure for interpretation of flow result prevented us from progressing with the results and we repeated the analysis on our back-up instrument. 2. Was there any delay of treatment due to the issue? (Go to question #3) the answer to the flow sample was delayed. This means delayed answer to the pathologists who use the flow analysis as part of their final diagnosis of the patient. I am not aware that any treatment was significantly delayed due to this delay in diagnosis. Cst is now passing, but there is quite a difference between the results in the morning and the ones in the afternoon (see attached). They have air conditioning with temperature constant at 22°c. Asked if they use same beads morning and afternoon. Customer emailed that the report passed this morning without issues (see attached). After that it did not complete: asked to send log files. Suggested long clean + extensive cleaning procedure and repeat cst customer has noticed that the events were suddenly sashed on the axes. They then ran a cst that failed."

Event description:
It was reported that bd facscanto¿ ii acquired erroneous results on patient samples. The following information was provided by the initial reporter: "reference from entry description stated :'there is quite a difference between the results in the morning and the ones in the afternoon"- so to determine the reportability of the incident, kindly answer below checklist: are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes, the initial analysis was erroneous, however our procedure for interpretation of flow result prevented us from progressing with the results and we repeated the analysis on our back-up instrument. Was there any delay of treatment due to the issue? (Go to question #3) the answer to the flow sample was delayed. This means delayed answer to the pathologists who use the flow analysis as part of their final diagnosis of the patient. I am not aware that any treatment was significantly delayed due to this delay in diagnosis.cst is now passing, but there is quite a difference between the results in the morning and the ones in the afternoon. They have air conditioning with temperature constant at 22°c. Asked if they use same beads morning and afternoon. Customer emailed that the report passed this morning without issues (see attached). After that it did not complete: asked to send log files. Suggested long clean + extensive cleaning procedure and repeat cst customer has noticed that the events were suddenly sashed on the axes. They then ran a cst that failed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.